Manufacturer narrative:
(B)(4) (migration of device or device component). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a compression fracture and the procedure was completed successfully without any incident. It was reported that the patient fell during post-op hospitalization. Reportedly, the cement in the vertebral body migrated during anterior/posterior bending. It was confirmed by imaging that the cement remained within the vertebral body with the posterior bending, but it half-dropped anteriorly outside of the vertebral body with the anterior bending. A revision via posterior fusion using the competitive products was performed on the patient. It was also reported that "hydroxyapatite was filled into a remaining cavity" during the revision but cement from the initial bkp was not removed. A postoperative infection occurred and removal of instrumentation and debridement were performed 38 days post-revision. Patient was reportedly treated with adrenaline, verapamil hydrochloride, dopamine hydrochloride, venilon-I (blood product), panipenem betamipron, metoclopramide, sulpyrine hydrate metamizole sodium, flurbiprofen axetil, furosemide, clindamycin phosphate, albumin agent and cefozopran hydrochloride for the infection. During rehabilitation treatment approximately 27 weeks post-bkp, the patient's condition worsened and developed pneumonia. Three days after being diagnosed with pneumonia the patient died of respiratory failure. The physician stated that the patient's death was not related to balloon kyphoplasty procedure or bkp products since the patient "once recovered and death occurred some time after taking bkp procedure." The patient's crp values went from 0.29 to 1.60 shortly before patient's death. An autopsy was not performed. The physician stated that the "causality between competitive implant and the patient¿s death could not be denied as the patient basically carried a risk." No other information was reported.

Event description:
It was confirmed that the implanted cement "broke up" approximately 7 months post-bkp due to a fall. Eight months post-bkp, the patient underwent a revision surgery with pedicle screw implantation.

Event description:
At the time of pms discontinuation, the physician judged balloon kyphoplasty as effective in this patient. The event term of ¿cement migration¿ has been changed to ¿extravertebral cement leakage¿.. The event resolved on (B)(6) 2012. As for the patient¿s death, the physician provided the onset date as (B)(6) 2012, the severity was serious and the outcome was ¿fatal¿ on (B)(6) 2012. The physician¿s causality assessment remained unchanged as unrelated to balloon kyphoplasty products. The physician considered that the event postoperative infection was due to the patient-specific factor and was not causally related to the balloon kyphoplasty products.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, nrs score was 7 caused by the post-op injury. Bkp and infection/death were not related. On (B)(6) 2012, wound closure was done. On (B)(6) 2012: nrs was 5, which was from the operation. 2 weeks after the operation, pain was improved.